Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
An adverse event was reported for patient no 33 in the (B)(6). The surgeon reported to crm that the patient experienced a dislocation of the hip (B)(6) 2007. They performed a closed reduction and there were no reoccurrence.